Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the elbow titanium plate and screws that were implanted on (B)(6) 2011 were defective when the plate and screws snapped in less than six months time period.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available due to the ongoing litigation. Same pt event as MDR 8031020-2012-00188.